Event description:
It was reported that the external pulse generator displayed an error code 0004. Technical support (ts) explained the error and possible causes to the biomedical engineer (be) who cleared the error and restored the epg. However, the error was unable to be duplicated. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.